Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 415 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels was 316 mg/dl, 600 mg/dl and 423 mg/dl. The customer¿s high blood glucose level was treated with manual injection. Customer assisted troubleshooting. The customer stated that insulin pump¿s auto mode was inactive. Customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of reported event. The insulin pump will not be returned for analysis.